Event description:
It was reported that the customer received no delivery alarms on her insulin pump. Her blood glucose as 287 mg/dl. Troubleshooting was performed. After the infusion set and reservoir were disconnected and reconnected, there was greater than normal resistance when insulin was attempted to be pushed through with a plunger. Customer was advised to replace the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.